Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump last night. Customer's blood glucose level was 8.8 mmol/l. Reservoir was low and customer did a full set change. Cannula was not bent. Customer was able to give himself a 9 units bolus last night after the change. Customer did not get anymore no delivery alarms until this morning when he attempted to bolus. Customer's blood glucose level was okay overnight. Customer disconnected from the pump and ran a 5.0 unit fill cannula and it delivered. Customer had 3 no delivery alarms in the last 24 hours. Bolus history was checked and there was a 10.4u bolus that was stopped at 2.85u. Customer reprogrammed the remaining 7.55u and bolus delivered. No further assistance needed.